Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that patients return with problematic wounds. Patient 72 yr female - excision upper back (patient has had several excisions over past few years with no reactions). Possible product code/batch number: - (B)(4) bn: 3543jc - (B)(4) bn: 13265p - (B)(4) bn: 132768 - (B)(4) bn: 132323.